Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: portion of pull wire broke and remained inside of the patient. Probable root cause: design interconnection between anchor and inserter too tight. Insufficient assembly design between anchor and inserter to facilitate ease of inserter removal. Raw materials too weak, deformed during insertion manufacturing. Anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. -incorrect heat treatment applied application user unfamiliarity with device. (B)(4).

Event description:
It was reported the pull wire broke inside the joint.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the pull wire broke inside the joint.